Event description:
A surgeon reported that during surgery the guiding system projected wrongly the orientation axis. The markings in the surgeon's microscope and in the system's display, were permanently changing, thus making difficult for the surgeon to guess which the correct toric alignment axis was. The surgeon reported that she didn't know exactly which axis for the toric alignment was the correct one, so she choose one of the multiple axis displayed by the system. Due to this event the intraocular lens (iol) was implanted with a 16 degrees axis error. This was identified only in the post-operatory control of the patient one day before surgery and also after a month. The affected eye was the left eye (os). The total duration of the surgery was of 10 minutes. The viscoelastic was removed using bimanual irrigation/aspiration, including underneath the iol. The surgeon also reported that there was visual impact for the patient (residual astigmatism) corrected with eye glasses and that the patient did not want to have a new surgery for the iol rotation. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).